Event description:
A report was received that the patient underwent a pocket revision. The reason for the pocket revision is unknown.

Manufacturer narrative:
Patient weight not available. This is the final report.